Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assisted right hepatectomy with abscess procedure, the scrub cycled the reload prior to handing it to the surgeon. During the last firing over the hepatic vein, the surgeon was able to press the green button and squeeze the handle. However, only a few of the staples were fired, most did not deploy, but the knife blade deployed. This resulted to poor staple formation or incomplete staple line. There was unanticipated tissue loss and damage. The operative time was definitely increased by more than 30 minutes or more and the incision was extended more than 1 inch. There was also blood loss of more than 500cc and which would measure in liters. The procedure was then converted from lap procedure to open to stop bleeding with stitches in the hepatic vein but during the conversion to open, the patient coded for about 22 minutes. The patient's cognitive impact was a scertain. The patient was still in the hospital until recently and sent over to a long term care facility, still intubated.